Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# v488642, implanted: (B)(6) 2010, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 10-feb-2013, UDI#: (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was imp lanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient had high impedances for case on all contacts. Patient experienced no symptoms. There were no known exte rnal/patient factors that may have led or contributed to the issue. It was noted that patient was having battery change due to battery depletion, and high impedances were also seen with the new battery. It was stated that the issue was not resolved at the time of report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause of high impedance was not determined, and the impedances were not resolved with battery change. No further steps were being take to resolve the issue. No further patient complications were reported/ anticipated as a result of this event.